Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model.

Event description:
It was reported that the lead had oversensing and an increase in thresholds. In office pocket manipulation could not reproduce the oversensing. The lead is still in use. No patient complications have been reported as a result of this event.